Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation and additional information from received from the site. It was clarified by the site that after valve alignment, tension was released with unlocking and locking, but perhaps friction was built up after movement over the arch possibly resulting the in ventricular shift of the valve. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve alignment difficulty was unable to be confirmed due no return of device nor imagery. Available information suggests that procedural factors (excessive manipulation) likely contributed to the event as reported. Tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torquing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from germany by our edwards lifesciences affiliate, a 26mm sapien 3 ultra valve was being implanted within a non-edwards valve in the aortic position. The valve was implanted 60/40 aortic: ventricular, resulting in a higher grade of paravalvular leak. Therefore, a second 26mm sapien 3 ultra valve was implanted successfully. The patient was stable post-procedure. As per medical opinion, the cause of malposition is related to the index tavi with high commander delivery system friction leading to a ventricular shift.

Manufacturer narrative:
Investigation is ongoing.